Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device failed to discharge. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction. Please reference medwatch report number 1220908-2019-03601 for a similar report from the same customer.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The device passed full functionality and stress testing without duplicating the customer's report. An internal inspection found no discrepancies. The device was able to charge and discharge using test accessories. No clinical data was available as part of the investigation. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
The device was returned to a zoll approved service provider for evaluation and the customer's report was not replicated or confirmed. The device passed testing, was recertified and returned to the customer. Review of clinical data file could add no value to the investigation. Analysis of reports of this type has not identified an increase in trend.